Event description:
It was reported by service report that the left foot siderail stuck in the lowered position and the foot right caster was stuck. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail arm.